Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site to investigate. The cse found that the operator was attempting to modify the reporting units for troponin (tni_ul) from ng/ml to ng/l on an atellica sample handler prime system with two immunoassay modules (im). This change involves making a selection in the test definition (tdef) for the assay as well as entering a conversion factor. Following the procedure to modify the units, only im 1 was reporting results with the correct conversion factor of x1000. The cse was able to apply the unit conversion to im 2. Control samples were run on the system and results were within the target range and displaying the correct units. The cause of im 2 not using the correct conversion factor is a software defect. The instrument is performing according to specifications. No further evaluation of this device is required. Customers in the united states were sent urgent medical device correction (umdc) asw 18-01.a.us and customers outside the united states were sent urgent field safety notice (ufsn) asw 18-01.a.ous on february 26, 2018. The umdc and ufsn are entitled "potential for erroneous results on atellica solution systems with multiple atellica im analyzers". The umdc and ufsn explain the issue, the risk to health, and the actions to be taken by the customer.

Event description:
The units of measure for troponin I ultra (tni ultra) were changed from ng/ml to ng/l. It is unknown if initial test results were reported to the physician(s). It is unknown if repeat test results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the change in the unit of measure for the troponin I ultra test.